Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a followup medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed marks of used in the device. Also, the protective rubber below the connector was bent and damage. Via functionality testing of the interface cable, the device was connected to a fms duo pump. The default settings were present on the pump, the blue indicator light was not shown indicating the interface cable was not recognized by the test pump and was not receiving power, the current going through the test shaver and it was not working. A manufacturing record evaluation was performed for the finished device lot number:m32a42391, and no nonconformances were identified. Based on the condition of the cord, this complaint can be confirmed. The possible root cause for the damage condition could be related to the incorrect handling and rough use of the cord. The device is worn and possibly seen heavy use causing internal wear of components. As per IFU, please fu the electrical specifications and maintenance of the device. As per IFU, it is important to verify that the device body is properly placed on the handpiece cable. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder repair surgery on (B)(6) 2022, it was observed that the rubber stop at the end of the fms connect interface cable vue device was coming off; and the device was not connecting with shaver. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.